Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci touchscreen involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. When reviewing the system logs, there are several errors 319 signaling touchpad controller did not respond during system starting up. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. Programmed compact flash card with no issues. Calibrated unit successfully, and all the touch function tested and passed. Booted up system in normal mode and let it idle for 10 minutes. Power cycled system 10 times, no issue occurs after extensive use. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established, the potential root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced touch screen to resolve the issue. The system was verified and ready to use. Isi has not received the touch screen for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that error 319 was observed. The onsite logs reflect error 319 pointing to the patient side cart (psc) touchpad. The customer performed a hard power cycle to resolve the reported issue and able to interface with the psc with no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the representative stated that universal surgical manipulator (usm) was disabled. The procedure was then completed with the same patient side cart (psc). The procedure was not converted to another dv system.